Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. Further information was requested but has not yet been received.

Event description:
It was reported that surgical intervention was planned to revise the patient's lead for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified that the patient did undergo explant of the lead, and it was replaced with two new leads. High impedances on the original lead were found to be caused by fracture.